Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
Material: 309628, batch#: 3354259 it was reported that the bd luer-lok were cracking and breaking. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. We recently had a customer who stated that item # 309628 had issues with cracking and breaking lot#: 3354259.

Manufacturer narrative:
(B)(4) - supplemental MDR - other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.